Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was capped and replaced. There were no adverse events and the patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.